Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced low blood glucose levels. The blood glucose level went down 30 mg/dl and treated with glucose tablets and blood glucose went up to 126 mg/dl. Blood glucose level at the time of incident was 38 mg/dl and the current blood glucose was 326 mg/dl and the later blood glucose value was 236 mg/dl. Customer had been using insulin pump within 48 hours of reported. The insulin pump passed displacement test. The insulin pump will not be returned for analysis.